Event description:
It was reported that pump display appeared shattered, and display issue affected ability to interact with pump and read pump screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.